Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the emergency room via ambulance on (B)(6) 2017 with blood glucose between 600 mg/dl and 700 mg/dl. Customer's emergency room visit was due to diabetic ketoacidosis and high blood glucose. Customer was stabilized and then released. Customer was wearing insulin pump at the time of emergency room visit. Customer reported of smelling insulin when in the hospital waiting room and found that cannula was bent. Customer declined troubleshooting for high blood glucose.